Event description:
Patient reported that his pump began displaying an unspecified issue yesterday evening before 9 pm est. There was no adverse impact to the customer's blood glucose level. Additional information regarding any corrective actions taken or resolutions provided by technical support was not received.